Event description:
It was reported by service report that the patient left top rail was cracked preventing the top rail from latching. No sharp edges were exposed. No patient involvement or adverse consequences are reported.